Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corner, a broken reservoir tube lip, a missing reservoir tube lip, a missing reservoir tube o-ring, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump has a crack and the reservoir compartment is broken. It was stated that the crack is on the side of the insulin pump and a chunk of the reservoir compartment broke off. Blood glucose value is unknown. Nothing further reported.